Event description:
(B)(4) .

Manufacturer narrative:
The device was evaluated by resmed (B)(4) technical svc. The investigation determined that system faults (sf) 101 and 218 were triggered when the user disconnected the pressure line from the device. The investigation concluded that the device was operating as designed. (B)(4) .